Event description:
I used renu with moisture loc contact lens saline solution from 1-2006 through 2-25-2006. I was hospitalized due to an intensive eye infection. I was placed on antifungal medication. My doctor tells me I will need a corneal transplant surgery. My vision on my left eye has been impaired by more than 50%.